Manufacturer narrative:
Manufacturing date from december 14, 2016 to december 15, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted excess white drug precipitate in the solution of the reservoir. The luer cap was removed from the distal luer and flow of fluid was not observed. The cause was determined to be due to the excess drug precipitate and the device was found to be a conforming product. The cause of the drug precipitate is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a no flow issue. The device was filled with 2600 mg of desferrioxamine in 43 ml 0.9% sodium chloride. The patient connected to the device and waited forty minutes with no infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.